Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the left ventricular (lv) lead became dislodged due to patient anatomy. The lv lead was removed and replaced. No patient complications have been reported as a result of this event.